Event description:
The patient is a (B)(6) female who had an i.v. Filter placed on (B)(6) 2010 at an outside hospital. On (B)(6) 2014, she presented to the e.d. With complaints of chest pain. Radiology imaging revealed 2 fractured fragments of the filter which embolized to the right middle lobe pulmonary artery and one thought to be pericardial. Patient was hospitalized for monitoring and attempted removal of the fragments. The ivc filter was removed, but the fragments were unable to be removed and thought to be positioned such that they would not cause damage to the patient.